Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was a problem with the grommet/set screw of the implantable pulse generator (ipg) that resulted in high and undefined impedance on a pacing lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis found that when the device was powered by an external supply, the current drain was nominal. No hybrid anomalies were found. Battery analysis found no evidence of an internal mechanism for premature depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.